Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was not adversely impacted. Tandem technical support made multiple attempts to follow up with customer but was not able to.